Manufacturer narrative:
Vyaire medical complaint number: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The gde assembly was replaced and the serial number and model was reset. The fsr performed extended systems test (est) and performance check, all passed. Ventilator is operational and meets manufacturer's specifications.

Event description:
The customer reported to vyaire medical that the avea ventilator fio2% is out of spec. At this time, there is no information about patient involvement.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the gde assembly and performed a failure investigation. Installed gde on to avea test station and powered on to user mode, no alarms alarm was present . Performed extended system test (est) passed leak test, circuit compliance test, and o2 sensor calibration. Cycled power into service mode, the error log was reviewed, no related entry failures were found. The calibration screen was accessed and found to be responsive to pressure changes in the segment of the calibration procedure. Moved the fio2 to different values and the blender flag would follow accordingly.